Manufacturer narrative:
This supplemental report is being submitted to correct the initial medwatch report as it was inadvertently submitted. The end-user facility initially reported that multiple inadequately cleaned scopes were used on approximately 20 patients for upper gastrointestinal diagnostic examinations. The endoscopes were inadequately reprocessed because the connecting tube, which was used on multiple reprocessing units, was cracked. The end-user facility subsequently provided additional information stating that only 10 patients were actually impacted by the inadequately reprocessed endoscopes. The end-user confirmed the subject device in this complaint was not affected by the reprocessing event.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This medical device report (MDR) is related to the following MFR report numbers: 9610595 - 2024 - 01728, 9610595 - 2024 - 01991, 9610595 - 2024 - 01989. 9610595 - 2024 - 01990.

Event description:
It was reported, a damaged connecting tube was used in conjunction with multiple endoscope reprocessors, which led to inadequately cleaned scopes. The scopes were used in approximately (B)(4) upper gastrointestinal diagnostic examinations. The procedures were completed with no reports of patient harm. This medical device report (MDR) is being submitted to report the potential harm to patient 15 of 20.